Event description:
The customer reported five minutes after the beginning of the infusion there was leakage on the tubing above the blue safeclip. The leak occurred before the start of the pump. After placing the tubing in the pump, the nurse noticed a few drops. The sample is available for evaluation. The evaluation of the returned sample found two holes in the silicone tube just below the adaptor. The root cause was found to be the movement of the locating pins of the silicon tube on the tray during the production process led to the damage of the silicon tube. We initiated an internal corrective and preventive actions process (CAPA-(B)(4)) to avoid this error in the further. Unfortunately the batch was produced before this procedure.